Event description:
A falsely depressed troponin I result of 0.02 ng/ml was obtained during a sequnetial sampling protocol. The result was not reported to the physician. The same sample was tested on the same instrument and results of 1.58 and 1.52 ng/ml were obtained. The previous troponin I result was 2.30 ng/ml. Patient treatment was not prescribed or altered and there was no adverse health consequences to the patient as a result of the falsely depressed troponin I result. The most likely cause for the falsely depressed troponin I results was the r1 probe arm.